Manufacturer narrative:
The manufacturer previously reported information alleging "cosmetic: missing foot, a/c port is damaged (making electric static noise), base damaged. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Customer has requested no repair, and no repairs were made to the unit. Box e initial reporter information was updated.

Event description:
The manufacturer received information alleging "cosmetic: missing foot, a/c port is damaged (making electric static noise), base damaged. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.